Event description:
It was reported that the pacemaker data transmitter would not power up. After removing the prongs it was noted that one of the green strips inside the adapter was burned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.